Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pelvic pain ") and genital haemorrhage ("heavy abnormal bleeding") in a female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2011, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), abdominal pain ("abdominal pain"), vulvovaginal pain ("vaginal pain") and abdominal pain lower ("severe cramping"). The patient was treated with surgery (essure coils removal). Essure was removed on (B)(6) 2015. At the time of the report, the pelvic pain, genital haemorrhage, abdominal pain, vulvovaginal pain and abdominal pain lower outcome was unknown. The reporter considered abdominal pain, abdominal pain lower, genital haemorrhage, pelvic pain and vulvovaginal pain to be related to essure. No lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
Spective pregnancy case was reported by a lawyer and describes the occurrence of uterine perforation ("perforation (uterus)"), genital haemorrhage ("heavy abnormal bleeding") and pregnancy with contraceptive device ("pregnancy (no complications)") in a 31-year-old female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "patient does not underwent essure confirmation test." And device ineffective "device ineffective". The patient's past medical history included c-section. Concurrent conditions included multigravida, parity 3 and herpes simplex since (B)(6) 2015. Concomitant products included ibuprofen (advil) since (B)(6) 2011, naproxen sodium (aleve) since (B)(6) 2011 and valaciclovir hydrochloride (valtrex) since (B)(6) 2015. In (B)(6) 2011, the patient had essure inserted. On an unknown date, the patient experienced uterine perforation (seriousness criterion medically significant), genital haemorrhage (seriousness criterion medically significant), pregnancy with contraceptive device (seriousness criterion medically significant), pelvic pain ("pelvic pain"), abdominal pain ("abdominal pain"), vulvovaginal pain ("vaginal pain"), abdominal pain lower ("severe cramping"), hormone level abnormal ("hormonal changes"), menorrhagia ("abnormal bleeding (vaginal, menorrhagia),"), cystitis ("(bladder/ urinary tract/vaginal) type: bladder & urinary infection,"), urinary tract infection ("urinary infection,"), female sexual dysfunction ("apareunia (inability to have sexual intercourse),"), bladder disorder ("bladder or urinary problems or changes,"), urinary tract disorder ("bladder or urinary problems or changes,"), migraine ("migraines / headaches,"), headache ("migraines / headaches,"), device expulsion ("migration of essure device location of device uterus"), nausea ("nausea"), dysmenorrhoea ("dysmenorrhea (cramping),"), dyspareunia ("dyspareunia (painful sexual intercourse),"), vaginal discharge ("vaginal discharge"), vision blurred ("vision/eye problems type: blurry,"), fatigue ("fatigue") and alopecia ("hair loss"). Last menstrual period and estimated date of delivery were not provided. The patient was treated with surgery (surgical removal). Essure was removed on (B)(6) 2015. At the time of the report, the uterine perforation, genital haemorrhage, pregnancy with contraceptive device, pelvic pain, abdominal pain, vulvovaginal pain, abdominal pain lower, hormone level abnormal, menorrhagia, cystitis, urinary tract infection, female sexual dysfunction, bladder disorder, urinary tract disorder, migraine, headache, device expulsion, nausea, dysmenorrhoea, vaginal discharge, vision blurred, fatigue and alopecia outcome was unknown. The pregnancy outcome was not reported. The reporter considered abdominal pain, abdominal pain lower, alopecia, bladder disorder, cystitis, device expulsion, dysmenorrhoea, dyspareunia, fatigue, female sexual dysfunction, genital haemorrhage, headache, hormone level abnormal, menorrhagia, migraine, nausea, pelvic pain, pregnancy with contraceptive device, urinary tract disorder, urinary tract infection, uterine perforation, vaginal discharge, vision blurred and vulvovaginal pain to be related to essure. Further company follow-up with the consumer, lawyer or consumer is not possible. Most recent follow-up information incorporated above includes: on 25-sep-2018: plaintiff fact sheet received , patient demographic information , essure indication, start date event hormonal changes, pregnancy (no complications), abnormal bleeding (vaginal, menorrhagia), infection (bladder/ urinary tract/vaginal) type: bladder & urinary infection, apareunia (inability to have sexual intercourse), bladder or urinary problems or changes, migraines / headaches, migration of essure device location of device: uterus, nausea, dysmenorrhea (cramping), tubal ligation, dyspareunia (painful sexual intercourse), vaginal discharge, vision/eye problems type: blurry, perforation (uterus), fatigue, hair loss and patient does not underwent essure confirmation test were added. Incident: no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.